Manufacturer narrative:
Two (2) devices were received for evaluation. One complaint sample was received in the ¿inactive¿ position docked to a 1-gram vial of cefoxitin. The other complaint sample was received in the ¿inactive¿ position in the blister packaging. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the two (2) received samples by docking the vial and a 250ml i.v. Bag. Both devices were properly activated, and pressure was applied to the bag resulting in proper reconstitution between the vial and the solution. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intravenous solution was leaking around an unspecified quantity of vial-mate adapters. The leaks occurred during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.